Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8149878, 816574, 8152925. Our records show there a trend that has been detected for leakage occurring in these batches of bd connecta. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted devices in lot 8149878, however lots 8169574 & 8152925 were found to be free any signs of leaks. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Bd was able to confirm the defect with the provided samples, for leakage issue in leakage/air in injection valve that have been detected in others customer complaints, the team previously confirmed issues with this product lot 8037509 where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Conclusion: for leakage issue (in injection valve) based on investigation results to date, root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Nogales will open a CAPA (#629955) not because of the cid as it is ¿no CAPA required¿ based on the severity and occurrence calculation, the reason to open the CAPA is to perform better investigation.

Event description:
It was reported that the bd connecta¿ stopcock's drug administration cap leaked basic IV infusion fluid into the patient's skin and bed linens. Lot #'s 8149878, 8169574, and 8152925 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, "leakage: connecta¿s drug administration cap has been leaking infusion fluid to patient¿s skin and bed linen. Basic IV fluid customer replied to me and they had only started with nacl = normal IV fluid when leakage occurred."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8149878, medical device expiration date: 2021-04-30, device manufacture date: 2018-07-19. Medical device lot #: 8169574, medical device expiration date: 2021-05-31, device manufacture date: 2018-08-07. Medical device lot #: 8152925, medical device expiration date: 2021-05-31, device manufacture date: 2018-07-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock's drug administration cap leaked basic IV infusion fluid into the patient's skin and bed linens. Lot #'s 8149878, 8169574, and 8152925 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, "leakage: connecta¿s drug administration cap has been leaking infusion fluid to patient¿s skin and bed linen. Basic IV fluid customer replied to me and they had only started with nacl = normal IV fluid when leakage occurred."